Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). Investigation - evaluation. A review of the review of documentation was conducted during the investigation. The device was not returned and therefore we cannot confirm whether this device is non-conforming or not. Document review was conducted which has established that the proper procedures are in place in order to identify/prevent this failure mode prior to distribution. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking between the hub and lumen a few days after nephrostomy placement. The leaking device was replaced with similar device with no additional complications. As reported, the patient did not experience any adverse effects due to this occurrence.